Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 570 mg/dl. A correction bolus via the pump was delivered and manual insulin injections were used to address bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.